Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the extremely calcified left anterior descending (lad) artery. A 3.00 x 12 synergy ii stent was advanced to treat the lesion. However, during procedure, the stent got dislodged into the lad. Subsequently, a non bsc stent was advanced and crushed the dislodged stent against the artery wall and the procedure was completed. No patient complications were reported and the patient's status was fine.